Manufacturer narrative:
Visual inspection was not performed as the complaint sample has not been returned to the manufacturer. The reported complaint cannot be confirmed. However, chemical and endotoxin testing was performed on retain samples. The results were within product quality specifications and at the same level as the result at the time for release. Manufacturing records were reviewed and all results were within specification. No nonconformity was noted. According to the investigation, results from the re-tests, and medical events trending, the customer¿s report and reported patient code of ¿corneal edema¿ has not been confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). If implanted or explanted give dates: not applicable. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient experienced diffusive corneal edema after using healon gv in his left eye. The patient had hypertonic angiopathy and complicated cataracts in both eyes. Also, the patient has diabetes mellitus. His visual acuity in his left eye was reported as below: visual acuity pre-op: 0.1, visual acuity post-op: 0.04. On (B)(6) 2016, the patient required a sulfur hexafluoride (sf6) mixture injected in the operating room. No additional information was provided.